Event description:
It was reported that the healthcare provider is upset that the device did not transmit for the shock that the patient received. It was also reported that the patient transmitted manually and the shock was noted in the transmission. It was further reported that the device was not programmed to transmit number of shocks delivered. There was also a question as to why the device could not be programmed to transmit for number of ventricular tachycardia/ventricular fibrillation (vt/vf) and would like to see this available as an option. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4396 implantable pacing lead, implanted: (B)(6) 2013. Concomitant product: 4076 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).